Manufacturer narrative:
Insulin pump was received with no button response at act button due to unlocked connector on lcd board. No button error alarm during testing. Unable to confirm unexpected battery out limit alarm and unable to perform any tests due to button unresponsive. Insulin pump was received with cracked reservoir tube lip, cracked case near display window corners, crack on display window and minor scratches on display window noted.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call a high blood glucose of over 500 mg/dl and the insulin pump had a keypad anomaly. The customer¿s blood glucose was 504 mg/dl at the time of incident. Customer's blood glucose was at 200 mg/dl at the time of call. Customer stated that the insulin pump buttons were unresponsive and would not work. Customer took the insulin pump off the night prior to call and the blood glucose was high. Customer treated with manual injection. Customer declined high blood glucose troubleshooting. No significant event leading to keypad anomaly was observed. Keypad anomaly troubleshooting was performed and confirmed that time is advancing. The customer was advised to discontinue use of pump and revert to back-up plan. The insulin pump is being replaced and is expected to return for analysis.